Event description:
It was reported that a patient was implanted with an impella 5.5 and had episodes of ventricular tachycardia requiring shocks and once was converted to atrial fibrillation. Additionally, the patient had gastrointestinal bleed and heparin was on hold. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel and vf/vt has been completed. There were no abnormalities were observed with returned product and data logs showed no hard failures vascular damage - peripheral vessel: clinical details noted that the patient was experiencing a gi bleed while on support and required and ex-lap where a perforation was found in the right upper quadrant. The root cause of the vascular damage could not be definitively determined as limited clinical details were provided. Vf/vt: the root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. D6b added d9 device returned to manufacturer date added.